Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient's anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) are known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0x18mm xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2018, the patient was hospitalized for chest pain. There was no unstable chest pain. Coronary angiography was performed and moderate stenosis was observed at the proximal lad and within the stent. Medications were provided. The chest pain resolved and the patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Correction: date of event.

Event description:
Subsequent to the previously filled medwatch report, additional information was received: the chest pain started on (B)(6) 2018. Cardiac labs were taken without positive results noted.